Event description:
The customer tested her blood glucose and rec'd a reading of 75 mg/dl. She retested and rec'd a reading of "hi". The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.